Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Aspiration is a known complication of a nasal-jejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2018-00280 for linked peg tube record.

Event description:
On (B)(6) 2018, a patient in 9)(6) underwent a procedure for the placement of naso jejunal (nj) tube. A hospital nurse reported that the patient had a nasal jejunal tube from (B)(6) 2018 when a peg and peg-j tube were placed. A hospital nurse reported that during the peg and peg-j tube procedure, the patient was administered intravenous fluids and there was difficulty in leaving the end of the intestinal tube in the duodenum which caused the procedure to be longer than 50 minutes. The nurse reported that after the peg tube placement, the patient experienced a possible aspiration. The nurse stated that after the peg tube placement, the patient had reflex syncope when getting up to urinate and a fever (37.6). On (B)(6) 2018, a thoracic radiography revealed a pulmonary infiltrate and the patient had a pulmonary infection. The nurse reported that it was not known if the pulmonary infiltrate was due to the possible aspiration process during the naso-jejunal tube period, during the peg tube procedure, or prior. The patient was treated with intravenous imipenem antibiotic. On (B)(6) 2018, the reflex syncope resolved.